Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant device evaluation. Trending analysis by lot number was reviewed from 01/20/2017 to 07/19/2017 and no significant trend observed. The sra indicates the risk associated with a exposure to biohazardous, pathogenic or infectious material is "low." A visual analysis was not performed as the complaint product is not available for evaluation. Concomitant product evaluation concluded no problem was found with the unit upon evaluation. The unit met specifications and was returned to service. The is insufficient information to verify an assignable cause. It is unlikely that the suspected positive bi was caused by a performance issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review did not exceed trending. The product was not returned and the complaint issue was not confirmed with the visual analysis. An issue with sterrad® units' performance is also unlikely since the cycles passed and the subsequent bi¿s were negative. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Reference asp complaint # (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were negative. The affected load was partially released and used on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the loads have been released without reprocessing.